Manufacturer narrative:
Device was received with upper jaw broken at the last tooth row. Upper jaw was not returned. Magnification shows no voids in the break location. Material was changed per CAPA-(B) (4). This device was mfg prior to the change. (B) (4)

Event description:
During the case, the top part broke off, (tip) actually broke off inside the pt in the joint. The surgeon had to make another portal in order to retrieve the broken piece. A back-up of this exact device was not available, but the surgeon used a different instrument to complete the surgery.